Manufacturer narrative:
The device is not available for evaluation. Since lot number is unknown, a lot history cannot be performed.

Event description:
The customer reported a 0.2 micron filter that leaked chemotherapy (etoposide) from the filter. There was no report of patient involvement or an adverse event. The event occurred in november of 2019. This is report one of two.